Event description:
This is the first of two reports on the same event involving two lot numbers of the same product. Refer to medwatch 9681121-2010-00036 for a description of the second report. It was reported by the pt that she experienced a corneal ulcer, eye dryness and irritation. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed. (B)(4).